Manufacturer narrative:
The analysis was performed on a single server pdm 230v instrument (serial number: (B)(6)). The investigation determined that the kit s201 t-scrn mpx v2.0 96t ce-ivd assay performed within its intended specifications. The data analysis indicated that the observed results were consistent with the expected variability of the assay, particularly for samples with concentrations below the limit of detection (lod). The reactive cycle threshold (CT) values of 36.8 and 38 observed during testing align with concentrations below 0.5xlod, where reproducibility is not expected. The donor's positive anti-hbc serology results suggest a past hbv infection, potentially leading to low viral levels associated with either an acute or occult infection. The product was confirmed to be performing as intended. The donation was not released.

Event description:
The initial reporter alleged an unexpected non-reactive result for hepatitis b virus (hbv) during use of the kit s201 t-scrn mpx v2.0 96t ce-ivd assay on the single server pdm 230v instrument. On (B)(6) 2019, a pool of 6 samples generated an hbv reactive result with a cycle threshold (CT) value of 36.8. Resolution of the pool was performed on (B)(6) 2019, testing each constituent sample in duplicate. Of the 12 results generated, one donor sample produced a single reactive result with a CT value of 38, while the second replicate for the same donor was non-reactive. On (B)(6) 2019, the reactive pool of 1 was retested, generating non-reactive results. Serological testing for the donor associated with this discrepancy yielded positive anti-hepatitis b core antibody (anti-hbc) results. The donation was not released.